Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of atrial signal on the rv channel resulting in pacing inhibition. Subsequently, device reprogramming was performed and the patient was scheduled for further lead evaluation and generator change out procedure with replacement being of a non-boston scientific product. Evidence suggest the device remains in service at this time. No adverse patient effects were reported.